Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was noticed that patient's peritoneal effluent from the first drain cycle was an unusual color, cloudy, instead of being clear as usual. Also, fibrin was found inside the bag. The same day, the patient went to the nursing station and was given unspecified antibiotics used with a twin bag exchange. On an unreported date, the patient developed a temperature of 37.4 c. The patient was not hospitalized for this event. The cause of peritonitis was unknown. At the time of this report, the patient outcome was not reported. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.